Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 4 had failed. A field service engineer found that the latch sensor failure was the cause of the issue and replaced the latch assembly to resolve the issue. The fse tested the device in a hardware test application and verified the operations. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary tower there was a tower door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.